Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility medwatch report # (B)(4) received 15may2020. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2019, the patient presented with melena and anemia 5.2 in the setting of international normalized ratio (inr) greater than 15. The patient¿s inr was reversed and 2 units of transfused blood were required. Endoscopic evaluation included colonoscopy which revealed 5 polyps which were removed. Biopsy results revealed tubular adenoma for four of the polyps, and one with tubovillous adenoma with high-grade dysplasia. Successful heparin to coumadin bridging; no aspirin due to recurrent gastrointestinal bleeding (gib). No additional information provided.